Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an unknown procedure performed on an unknown date. During the procedure and inside the patient, the device was unable to deliver energy. No visible problem was noted with the cautery pin. The snare was securely attached to the active cord. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: investigation results- the returned captivator ii snare was analyzed. A visual inspection revealed that the working length and wire were kinked at the proximal section (strain relief), and the tip of the sheath was damaged or smashed. Electrical and continuity testing were performed, and the device was found to be within specification. Additionally, the device was tested with the erbe system, which confirmed that it shows no problem supplying energy to the snare. No other problems were noted with the device. The reported event of snare unable to deliver energy was not confirmed. Upon analysis, the observed problems likely resulted from the way the device was handled and manipulated. Improper or excessive manipulation without adequate care may have caused the reported and encountered problems. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an unknown procedure performed on an unknown date. During the procedure and inside the patient, the device was unable to deliver energy. No visible problem was noted with the cautery pin. The snare was securely attached to the active cord. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.